Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the insertable cardiac monitor was found in backup mode. Programming changes were made to get the device out of backup. The patient was stable.